Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 5/6 was not confirmed due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 5 of 6. Gts had the patient cycle power to clear the error and explained that the error indicated a large amount of air had entered into the disposable set. The patient did not see any obvious cause for the error. The patient elected to contact their nurse. No injury or medical intervention was reported.